Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently address potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information, the patient has experienced post operative abdominal pain, post operative rectal pressure, nausea, leg, hip pain, headache, foreign body sling remnant in bladder (foreign body in patient), bladder stone, calculus (calcification), mesh grown into bladder, irritable bladder symptoms (irritation), enterococcus bacillus (bacterial infection), stress, panic attacks, leaking urine, gas pain, tight band across mid upper vagina, urine splashing, sensation of incomplete rectum emptying, hot flashes, fatigue, bladder, sulcus scars (scarring), fibrosis, complication due to genitourinary graft, left lower quadrant incisional pain, non-inflammatory vaginal disorder, unspecified female genital symptoms, abnormal reaction to artificial implant (foreign body reaction), mesh arm tension, persistent bandemia, vaginal pain, descent of anterior compartment, cystocele, rectocele, enterocele (prolapse), mesh retraction, hypertonicity of the bladder, and required additional surgical and nonsurgical interventions.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary retention, vaginal spotting, four dilatations, bleeding, probable hematoma on anterior wall, dribbling, spontaneously wetting herself due to bladder contractions, incomplete bladder emptying, urgency, bladder trabeculations, revision of vaginal sling, constipation, mixed incontinence, bladder and vaginal tenderness, overactive bladder, recurrent urinary tract infections, pelvic pain, pressure, frequency, dyspareunia, dysuria, multiple cystoscopies, mesh erosion into bladder, microscopic hematuria, candida, spasms and irritable voiding pattern unresponsive to anticholinergics, poor stream with low volumes, bladder calculus on the sling, anxiety, mesh protrusion into the bladder and cystitis requiring exam under anesthesia with placement of bilateral urethral stents, robotic-assisted laparoscopic transvesical (intraperitoneal) removal of stones (x 2), dissection and removal of eroded foreign body mesh from the bladder, scarring and organ perforation.